Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with information on how to reset the pump by technical support, completed the reset successfully, and was instructed to monitor for any recurring issues.